Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented to the hospital for a device upgrade due to normal eri. Externalized conductors were observed. No electrical anomalies were detected. The lead will be replaced.